Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the adhesion/clogging of the material in the nozzle was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, failure of the colonovideoscope resulted in significant weakening of the air supply. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: nozzle clogged with foreign material, which has been attributed to insufficient reprocessing. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to a chip on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; plastic distal end cover and light guide lens had a crack; adhesive on bending section cover had wear; and connecting tube had a buckling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.